Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -11.00 diopter, implantable collamer lens tore/broke during loading. There was no patient contact and the cause of the event was unknown. On (B)(6) 2020 a replacement lens was implanted and the reporter stated that the problem was resolved.

Manufacturer narrative:
Corrected data: b5: the implantable collamer lens tore/broke before/during loading. Damage was noticed during loading. B5: "there was no patient contact" should be removed as it was not stated. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens, with clear surgical residue on the lens. Visual inspection found the lens haptic and optic torn with residue on the lens. Claim#: (B)(4).